Event description:
It was reported that while a patient was having his baclofen pump refilled, a healthcare provider (hcp) noticed a significant amount of fluid around the pump. Another hcp checked the needle placement and confirmed that the refill needle was in the pump reservoir. It was unknown to the reporter, if the hcp determined the needle placement under fluoroscopy. The hcp proceeded to remove the excess fluid from around the pump. The amount of fluid removed was 32 mls. The hcp purposely aspirated all but 3 mls (of the 40 mls of baclofen initially used to refill the pump) from the pump. It was later reported that the patient underwent the catheter dye study and pump replacement on (B)(6) 2011. Once the existing pump pocket was opened and the pump was exposed, a tear in the pump connector was discovered. The torn pump connector was trimmed off of the existing catheter; and its length was recorded. The trimmed off piece was replaced with a sutureless pump connector. The physician injected dye into the catheter following removal of the broken pump connector, and found no dye/leaks around the catheter, other then at the exit site in the intrathecal space. The physician then connected a new pump to the existing catheter, and proceeded to close the pump pocket. A priming bolus was programmed, and the patient's flex dosing was resumed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).